Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). . Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. There was no information on patient medical history, and no information on the device and its performance during use in the study procedure and no information related to concomitant devices used during the procedure. The device catalog and lot numbers are not known; therefore, the determination of possible device-related causes cannot be determined through device analysis or through device history record review. The exact cause of the event could not be conclusively determined. Although no specific adverse event is stated, it is clinically reasonable to assume a hospital re-admission for an unruptured intracranial aneurysm (uia) - related complication, would be a result of a serious injury/complication associated with the use of the enterprise stent or index procedure, that may potentially result in permanent neurological impairment if left untreated. The event is being reported to the us FDA as a conservative measure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
This complaint is from a database related research activity (drra). Study report name: differences in hospital readmission among patients with unruptured intracranial aneurysm (uia) undergoing endovascular treatment using enterprise® 2 stent versus neuroform® atlas stent. Device name: enterprise 2 stent. Outcome description: unruptured intracranial aneurysm (uia)-related inpatient readmission. Rules: inpatient admission with a primary icd9 or ICD 10 dx code for uia in 180 days post endovascular stent-assisted coiling procedure. Qty 4 - patients for unruptured intracranial aneurysm (uia)-related inpatient readmission.